Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and the investigation performed, the cause of the reported event could not be conclusively determined. It was reported that the patient was taken to surgery where a cut down was performed and what was assessed to be 2 cm of mynx sealant was removed however, without the material to perform chemical analysis, the composition of the removed material could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a female patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2010. Access was obtained via a 5f procedural sheath. A femoral angiogram was taken prior to the mynx procedure which revealed a borderline high stick. Following the procedure, the physician's assistant, in training to the mynx device, proceeded to use the device for femoral artery closure with the aci representative present. At the end of the mynx procedure, and after removing the device through the advancer tube, it was reported that the advancer tube was pushed forward and blood started to come out the back of the advancer tube. It was removed and pressure was held at the puncture site for 2 minutes. Hemostasis was successfully achieved. Approximately 45 minutes later, the patient's foot was reportedly cold. The groin site looked fine, however an ultrasound was performed which showed an occlusion at the trifurcation. The patient was taken to surgery where a cut down was performed and what was assessed to be 2cm of mynx sealant was removed. The patient tolerated the procedure well without further clinical complication.